Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cutter got stuck in the trocar cannula during a procedure. The procedure was completed the same day and there was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 3 additional complaints associated with the lot for the reported issue. No samples have been returned for evaluation for the report of the cutter stuck in trocar; therefore, the condition of the products could not be verified. No samples were returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore, the root cause for the defect experienced by the customer could not be determined. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).